Event description:
Terumo medical received an FDA medwatch report#: (B)(4). The event description states: "while attempting to deploy an angioseal, part of the device broke off into the right femoral artery. Successful retrieval of broken piece. Tavr [transcatheter aortic valve replacement] procedure. The device failed and broke in the body." Below is a list of the intended procedures: right femoral sheath side-port angiography. Left femoral sheath side-port angiography. Temporary pacing. Ascending aortography. Left heart catheterization. Transcatheter aortic valve replacement. Aortography.

Manufacturer narrative:
B3: date of event: unknown. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: unknown. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.